Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent an anterior cervical surgery at c4-5. During implantation of the hardware, a prefixation pin sheared off and was not retrieved from the vertebral body. No additional patient complications were reported.